Event description:
Patient treated with an electrical stimulator, micro-current mode at 390 microamperes combined with hot packs. Patient told therapist after ten minutes that ankle felt hot. Therapist stopped -switched off equipment, inspected pads and saw no redness or blister. Therapist reduced the intensity to 340 microamperes and patient felt comfortable. After treatment patient complained of some soreness at the start of exercise. Therapist noted a very small blister less than 1mm in size at the medial left ankle. Therapist administered ice and notified senior therapist. Patient refused medical attention.